Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The high performance display unit was the likely cause of failure which is no longer manufactured. System replacement has been recommended. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in power up issue causing loss of ventilation. There was no patient involvement.